Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).

Event description:
It was reported that during an implant attempt, the lead had high thresholds. Another lead was implanted. No patient complications have been reported as a result of this event.